Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Electrical testing determined that the device met specification. Visual inspection and review of the device event logs did not identify any defect associated with the reported condition. Functional flow rate testing determined that the device flow rate was above specification. The cause of this issue was deteriorated piston foam. In order to address this issue the piston foam was replaced. Should additional relevant information become available, a supplemental report will be submitted.